Manufacturer narrative:
A product evaluation was completed on the returned catheter. The reported event of pacing issue was confirmed. Continuity testing found that there was an intermittent condition in the ventricular distal (#1) when flexing the electrode area of the catheter. The rest of the circuits were continuous without short conditions. No visible damage or inconsistency was observed from catheter body, syringe, connectors and balloon. All through lumens were patent without any leakage or occlusion. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 36.9 c when submerged into a 36.9 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per hemosphere manual. Thermistor circuit was continuous and there were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information and previous evaluations, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. 100% of the units go through an electrode soldering process. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.

Event description:
As reported, after catheter insertion in patient, a swan-ganz pacing thermodilution catheter did not pace. The issue was resolved by replacing the catheter. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.